Event description:
It was reported that the patient was presented to the clinic with complaints of fatigue. The ventricular lead exhibited noise, increased capture thresholds, and high impedance measurements. The lead was capped and replaced.